Manufacturer narrative:
(B)(4): the symptoms were described as redness and irritation.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a breast reduction procedure on (B)(6) 2015 and topical skin adhesive was used. Nine days post-op, the patient developed a significant rash and dermatitis under the topical skin adhesive. It was also reported that topical skin adhesive was removed and irritation was treated by the doctor. Additional information has been requested.